Event description:
A periodic programming history database review was performed as part of our monitoring and tracking processes. High impedance was observed from multiple system diagnostics performed on (B)(6) 2015. No patient name or implant date was found associated with the device. No further relevant information was received to date.

Event description:
Further information was received noting that the patient presented with high lead impedance; however, the patients seizures were still under control and the patient presented no adverse events, therefore, the surgeon decided to change the generator and not the lead. The explanted generator was discarded by the explant facility is not available for return. No observable lead fractures were noted during the replacement surgery. The lead pin was removed and re-inserted to ensure proper pin insertion. Post-op diagnostics again showed high lead impedance. The patient noted no trauma or other adverse events that may have caused the hli. No known surgical intervention on the lead has occurred to date. No other relevant information has been received to date.